Event description:
Additional information received indicated the suspected cause of the oversensing episode was post-paced t-wave oversensing.

Event description:
It was reported that oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.